Event description:
About two and a half months prior to report, it was indicated that the ¿implant was not working.¿ the patient was three weeks post implant and was having more leaking episodes than before. When the patient would sneeze, cough, or walk, they would have leakage. As of the date of this report, it was reported the patient was ¿wetting¿ herself, having difficulty urinating, having bowel issues, and pain. It was thought that these were related to a urinary tract infection. The patient received antibiotics and thought that was helping their pain. It was indicated that the implantable neurostimulator (ins) was on. The patient was on program 2 at 0.75v and felt it ¿more in the anus.¿ the ins was turned off until the patient could meet with their surgeon. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).